Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt stated that she could smell insulin and see moisture in the cartridge compartment. She denied any unexpected blood glucose excursions due to the issue.